Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2013 and an instaflo bowel catheter was inserted on (B)(6) 2013. The patient was noted to have rectal bleeding on (B)(6) 2013. The patient received 2 units of packed cells. A colonoscopy was performed on (B)(6) 2013 and two areas of actively bleeding ulcer in the posterior anal canal were noted. The areas were sutured and gel foam packing placed. No further bleeding was noted.

Manufacturer narrative:
The patient's pre-existing medical conditions cannot be ruled out as a contributory factor for the development of the reported injury based upon the patient's increased risk of bleeding. This report or information submitted does not constitute an admission that the device, hollister incorporated or hollister employee caused or contributed to the reported event.